Manufacturer narrative:
Date of event: used the first day of the month of the bsc aware date since event date was not provided.

Event description:
It was reported that stent damage occurred. A 3.00 x 32 synergy drug-eluting stent was selected for use. However, upon opening the device, a damage has been noticed. The procedure was completed through an alternative method. There were no patient complications reported.

Manufacturer narrative:
B3 date of event: used the first day of the month of the bsc aware date since event date was not provided. Device evaluated by MFR.: synergy ous mr 3.00 x 32mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the distal and proximal end were lifted from the crimped profiles. The undamaged stent outer dimeter was measured and was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. A 3.00 x 32 synergy drug-eluting stent was selected for use. However, upon opening the device, a damage has been noticed. The procedure was completed through an alternative method. There were no patient complications reported.